Event description:
It was reported the device was used during a hemorrhoidectomy. It was reported the cs6s was sent to complete the hemorrhoidectomy. It was reported by the rep a bovie and suture were also used during the hemorrhoidectomy. It was reported the pt was brought back to surgery on oct. 3 for bleeding following the hemorrhoidectomy. The surgeon placed a stitch to control the bleeding and the case was completed.